Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of erratic blood results. Expected fasting blood glucose test result range is 200 to 300 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently not taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 373 mg/dl and 409 mg/dl. Verified storage of product is within instructed specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 09/21/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 338mg/dl, (B)(6) 2015, 03:33pm; 476mg/dl, (B)(6) 2015, 03:32pm; 388mg/dl, (B)(6) 2015, 11:38am; 490mg/dl, (B)(6) 2015, 10:34am; 453mg/dl, (B)(6) 2015, 09:50am. Adverse event not reported.

Manufacturer narrative:
(B)(4) most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Expected fasting blood glucose test result range is 200 to 300 mg/dl. Testing performed three times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently not taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 373 mg/dl and 409 mg/dl. Verified storage of product is within instructed specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 09/21/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:338mg/dl (B)(6) 2015 03:33pm. 2:476mg/dl (B)(6) 2015 03:32pm . 3:388mg/dl (B)(6) 2015 11:38am . 4:490mg/dl (B)(6) 2015 10:34am . 5:453mg/dl (B)(6) 2015 09:50am . Adverse event not reported.